Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed on serial number (B)(6) from 13-nov-2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: quality control: in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Chapter 1 introduction and applications under storage and stability states that "the column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections." The most probable cause of the reported event was due to operator error of the customer running the survey with the column over 2500 injections and the quality controls out of range.

Event description:
A customer reported that the (B)(6) survey was giving out of range results within a 5% and 6% coefficient of variation (cv) on the g8 instrument. The customer reported that the data within the 6% cv had one unacceptable result and the data within the 5% cv were all unacceptable. The customer saw that the participant's summary stated that tosoh runs higher. Technical support (ts) troubleshooted with the customer and the customer stated that prior to running the survey, the column count (cc) was 3214 injections with a pressure of 8.32 mpa, a stable hemoglobin a1c (sa1c) retention time (rt) of 0.60 minutes. The tosoh quality control (qc) results the same day as the (B)(6) survey was 5.7% (4.9-5.6%) , which was out high. The customer was made aware that the column should have been changed at 2500 injections. They also should not have reported out results when the qc was out of range. The customer performed troubleshooting for the (B)(6) survey. No further action was required. There is no indication of any patient intervention or adverse health consequences due to discrepant survey results.